Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (BG) level was intermittently displayed as "High"; however, specific value was not provided. The customer changed the infusion set and cartridge to address the elevated BG and occlusions.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown. Mobile OS: Unknown / Unknown / Unknown / Unknown.